Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with a transfer set. The patient adaptor separated from the tube after 120 days of use. There was no patient involvement, and no patient injury or medical intervention was indicated along with this report.

Manufacturer narrative:
(B)(4). This complaint for a connection issue in a transfer set was not confirmed and the root cause could not be determined. Received one used set with no cap (loose in pouch) on spike and no cap on patient connector in reference to connection issue. Functionally hand tightened a lab ((B)(4)) titanium adapter without difficulty. Set was tested underwater at 8 psi with no leak noted. Set was measured for correct dimension, all was within specification limits. During visual inspection no manufacturing abnormalities were noted.